Manufacturer narrative:
G.9. This report originally filed as MDR number from 1644019-2025-00497. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two cannulas were blocked during calibration of cataract surgery with intraocular lens implantation. No patient impact was reported. Procedure completion details have not been provided. Additional information has been requested but none received till date.